Event description:
A falsely elevated troponin I result of 0.95 ng/ml was obtained on a pt sample. It is unk if the result was reported to the physician. The sample was retested and a result of 0.20 ng/ml was obtained. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin result was user error due to lack of r2 maintenance.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was user error due to lack of r2 maintenance. A siemens healthcare diagnostics inc field svc rep was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.